Manufacturer narrative:
The probable root cause is attributed to intermittent voltage measurement detected on start-up high frequency (hf) and a module timeout error caused by an electrical component failure in the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu was placed on golden system and was run in normal mode. The c-34 errors occurred on startup and c-30/c-34/m-11 errors occurred during mono coag activation. The iesu has no significant scratches or dents. The front bezel is in decent condition.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure that errors occurred while using monopolar energy. The technical support engineer (tse) had the customer replace the instruments and accessories, and hard power cycle the generator, but the issue persisted. The site continued the case using bipolar energy. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there were no reported errors during system start up. The errors occurred when the case was almost completed.